Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had persistent (B)(6) and vegetation growths on the system. The device and all leads were explanted due to the infection/vegetation. No further patient complications have been reported as a result of this event.